Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a nav-ring failure. No patient or user harm was reported.

Manufacturer narrative:
MFR received date: 19sep2019. This complaint was determined to be non MDR reportable per the following rationale: nav-ring not working does not affect the functionality of the vent. The unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.